Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath, bradycardia and altered mental status. It was noted the patient's heart rate was below the lower rate setting. The leadless implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.